Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a silverhawk device. The device was prepped as per the IFU with no issues identified. While in use in the patient, the cutter is reported to have jammed. It was not possible to get the switch into a full off position. The cutter was reported to have been caught in the middle of the housing, leaving some of it exposed. The device was safely removed from the patient and no deformation was noticed on the cutter. No patient injury was reported.